Event description:
During a coronary stenting procedure, the product did not cross the target lesion. The next product pulled was damaged in box. The procedure was completed with another cypher. There was no reported pt injury. The product was clinically used. However, inspection of the returned product indicated proximal strut uplift.